Manufacturer narrative:
A device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Section d6b: during processing of this incident, attempts were made to obtain the date of explant but was unsuccessful.

Event description:
It was reported patient had an infection at the ipg site. Surgical intervention was undertaken during which the ipg and both extensions were explanted at an unknown time. Patient was prescribed antibiotics to address the issue. Patient underwent another surgical procedure on (B)(6) 2024 wherein new extensions were implanted. A new ipg was also implanted and the ipg site was repositioned. Therapy was restored post-op.